Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed, and the following additional information was provided: the main tube is broken, and the proximal clevis is dislodged from its normal position as a result.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps broke. The instrument was working properly and nothing unusual with the prograsp forceps was noted. At the end of the procedure, the operating room (or) staff was going to take out the instruments. The surgeon was preparing the tip of the instruments and saw a relaxed hold warning on the screen related to the prograsp. When the customer saw the prograsp in the field, it was broken from the integration point of the plastic shaft and metal tip. They had to pull it out with the cannula. Later, since the cannula was stuck between the house and the tip, instrument cables were cut. There was no recording, but the customer would share different pictures related to the instrument. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon stated that the instrument was at the end of the rotation limit, and she could not control it or rotate it backward. The surgeon was struggling to control the instrument, and rotation was more difficult than normal; this rotational movement could have caused damage. The surgeon did not report any collision with any other instrument or other hard materials during the procedure. At that time, the surgeon had already completed the surgery and was checking last time the surgical area. The surgeon did not feel or see any collision with a hard surface. A small fragment fell inside the patient, and it was retrieved. After a small piece was removed it was discarded by or staff. Images were provided. No post-operative tests like an x-ray or ultrasound were performed, but the surgeon and or staff carefully searched for remaining fragments. The patient did not return to the hospital with any post-surgical complications related to retaining foreign objects.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube approximately 45mm from the distal tip. A piece measuring proximately 15mm x 12mm was not returned with the instrument components adjacent to this broken main tube show damage which may indicate potential mishandling. Description of the damage that confirms mishandling: all components are broken/torn off. Part of the main tube is missing and there are some deeper scratches in the lower part towards the distal tip. Additional observation(s) not reported by site: the instrument was found to have a broken distal clevis at the base of the clevis. The broken piece was returned, measuring roughly 45mm x 8mm in size. Clevis shows abrasions or scratches on the outer surface. Components adjacent to the broken clevis notches are visible on the distal clevis. The instrument was found to have a broken grip cable at the proximal clevis. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was nodiscoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing.